Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated by the remote monitoring system that this device triggered a code indicative of a battery depletion anomaly. A request was made to have data from this device analyzed. Data analysis showed the device was functioning normally and the code was the result of excessive magnet application. It was noted the battery levels were normal and showing signs of improvement since the time of magnet application. No adverse patient effects were reported. This device remains in service.